Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on the cannula of bd vacutainer® eclipse¿ blood collection needles. No report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter on the needle with the incident lot was not observed. Additionally, evaluation of the customer samples under magnification was performed and foreign matter was not identified, however, lubricant inherent to the manufacturing process was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for foreign matter with the incident lot was not observed; however a drop of lubricant was observed on the cannula. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was foreign matter on the cannula of bd vacutainer® eclipse¿ blood collection needles. No report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: yes.

Event description:
It was reported that there was foreign matter on the cannula of bd vacutainer® eclipse¿ blood collection needles. No report of injury or medical intervention.